Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece approximately 0.47" x 0.10" was not returned. The blade damage may be detected by the generator with a solid tone or an error. The complaint was confirmed by failure analysis. Review of the provided image by a regulatory post market surveillance analyst shows no instrument. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the harmonic ace tip was broken. The customer completed the procedure using a backup harmonic ace instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The customer confirmed that the instrument broke outside of a surgical procedure and no fragments fell inside the patient. The patient has not returned to the hospital.